Event description:
Customer reported device = 513 mg/dl. Customer was dizzy, sweaty, and disoriented. Customer retested and device = error on hi. Customer drank orange juice. Customer called dr and went to the ER. ER = < 50 mg/dl. Customer was given a solution to drink but unsure of the type. Customer was released when glucose = 117 mg/dl. Control info was not provided. Device was not coded correctly. A request was made for return product and replacement product was sent.